Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. The patient presented at the emergency room with a possible allergic reaction. The patient was going to a dermatologist office on (B)(6) 2012. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.